Event description:
It was reported that the perclose proglide sutures were deployed in the moderately to heavily calcified right common femoral artery using a preclose technique before a valvuloplasty procedure. A 6f sheath was used prior to the use of the proglide. Reportedly, while reintroducing a .035 wholey guide wire into the proglide guide wire exit port, resistance was met at the hemostatic valve and the wire could not be advanced any further; while removing the guide wire resistance was felt. A .035 j tip guide wire was used and although resistance was met, the wire was successfully advanced. The sutures from the second proglide were deployed successfully. A 12f sheath was used for the valvuloplasty procedure and after the procedure, the sutures from the two proglides successfully achieved hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The proglide will be filed under a separate MFR number.